Event description:
The article, "procedural success and complications of transthoracic echocardiography guided atrial septal defect device closure in children at a tertiary cardiac centre in nepal", was reviewed. The article presented a retrospective, single center study to evaluate the safety, feasibility, and outcome of transcatheter closure of atrial septal defect (asd) in children guided by transthoracic echocardiography (tte) in combination with fluoroscopy. Devices included in the study were amplatzer septal occluder and memopart asd occluder. The article concluded tte is a safe and feasible guiding tool in children with adequate acoustic windows for the deployment of the asd device under fluoroscopy. [The primary and corresponding author was subhash chandra shah, shahid gangalal national heart centre kathmandu, nepal, with corresponding email: subashshah2012@gmail.com]. The time frame of the study was from august 2018 to may 2021. A total of 89 patients were included in the study, of which 86 (96.6%) received an abbott device. The average age was 9.3 years, the average weight was 24.4kg, and the majority gender was female. Comorbidities included atrial septal defect.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with co-morbidities including atrial septal defect. Complications reported; residual shunt, unexpected medical intervention (blood transfusion), pericardial effusion, tachycardia; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: procedural success and complications of transthoracic echocardiography guided atrial septal defect device closure in children at a tertiary cardiac centre in nepal.